Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-25394. The pt reported experiencing uncomfortable pocket heating while recharging. Subsequently, the pt was offered a replacement charging system but declined after being notified of the increase recharge time with the replacement system. The pt was returned to contact sjm if she has further issues with the charger. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.